Event description:
It is reported that pt experienced a decrease in blood pressure after the plug was positioned.

Manufacturer narrative:
Eval summary: x-rays are not available to review the cement filling and allen plug situation. Hence, it is not possible to confirm for sure that the allen plug did not move. The reason for blood pressure could not be assessed with available info. Cause cannot be definitively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.